Event description:
It was reported to medtronic minimed that the customer alleged pump was exposed to moisture, now the pump is beeping with medtronic logo and open book image. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for fluid in pump and fluid was present under the lcd display. Troubleshooting was performed for critical pump error and explained the pump performs safety checks and open book image error was found. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with flashing medtronic logo. Unable to verify critical pump error and perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to flashing medtronic logo. Unable to download/upload history files and traces using thump due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, force sensor, internal battery, keypad flex tail, battery tube and vibrator. No moisture damage on the keypad traces and keypad dome switches. The test p-cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: serial number label fading, cracked case corner of the belt clip rails near the battery compartment and pillowing keypad overlay. Flashing medtronic logo was observed during analysis due to moisture damage on the electronic assembly. Pump unable to download/upload confirmed. Pump expose to moisture confirmed. Unable to verify critical pump error due to flashing medtronic logo. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.